Event description:
Discordant troponin results were obtained on the advia centaur cp system for two patient samples. The samples were run in duplicate and then repeated by the laboratory on an alternate system. There is no known report of adverse health consequences or patient intervention due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the advia centaur cp instrument. Upon evaluation, the fse replaced the cuvette lift, wash station assembly, reagent probe and bubble detector and tightened all set pins. The system was then calibrated and qc was run. The system is performing within specifications. No further evaluation of the device is needed.